Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from (B)(6), with an unsigned note that stated "does not work." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device had a whitescreen error. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.